Manufacturer narrative:
It was reported that two dental implants have fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The devices were not available for evaluation. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Two implants fractured.